Manufacturer narrative:
Despite multiple requests, no additional details concerning this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a right atrial (ra) lead had dislodged. No intervention has been performed at this time and the ra lead remains in service. The system was reprogrammed to vvi and there were no adverse patient effects reported.